Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting false positive flu a result for asymptomatic patient. Unknown if confirmation testing performed. Customer declined to further investigate the issue.